Event description:
It was reported that the patient's log files were sent for review with concerns of a thrombus on (B)(6) 2023. On (B)(6) 2023, patient underwent a heartmate ii to heartmate 3 pump exchange.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: thrombus was confirmed through the evaluation of heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6). Hmii lvas, serial number (B)(6), was returned assembled with the driveline severed approximately 2¿¿ from the pump housing. The distal portion of the driveline was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. The outlet elbow was returned attached to the pump¿s outlet port. The sealed outflow graft, sealed outflow graft bend relief, and bend relief collar were not returned. Upon disassembly of (B)(6), visual inspection of the proximal side of the outlet stator revealed a pink/red, tissue-like deposition surrounding the outlet bearing ball. The lack of laminated layering indicated that this deposition did not form in the outlet stator and likely, originally formed elsewhere; however, the specific origin could not be conclusively determined through this evaluation. Although the origin of this deposition could not be determined, its areas of denaturation as well as the light/red concentric markings on the tapered, distal-end of the rotor and outlet bearing cup suggested that it was present while (B)(6) was supporting the patient. Although a specific cause for the observed thrombus formation could not be conclusively determined through this evaluation, if this deposition was present in the pump during operation, it could have potentially contributed to the reported elevated lactate dehydrogenase (ldh) and free hemoglobin (fhgb). Visual examination of the pump¿s remaining blood contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations. Upon removal of the observed deposition, the pump was cleaned, and the bearings, rotor and blood contacting surfaces were then examined under a microscope; no anomalies related to wear or damage were observed. Electrical continuity testing of the returned portions of the driveline was conducted, and all wires were found to be electrically intact. The pump was reassembled and functionally tested under normal operating conditions using a test distal driveline segment and a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specification and the device functioned as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU), is currently available. Section 1 of the IFU lists potential adverse events, including device thrombus, that may be associated with the use of the heartmate ii left ventricular assist system. Section 1 also addresses all pump parameters and states that flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. Additionally, any increase in power not related to increased flow (such as thrombus) causes erroneously high flow readings. Section 1 and section 6 of this document outline indications of pump thrombosis as well as how to respond to such events. Section 6 also lists thromboembolism as a potential late postimplant complication and provides information regarding the recommended anticoagulation therapy, including inr range, as well as suggested anticoagulation modifications. Document fab, heartmate ii pump, g2.3 outlet stator/outlet housing and cable/aft housing assemblies, describes the procedure to be followed to assemble the cable/aft housing assembly. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's lactate dehydrogenase (ldh) was over 1200 and free hemoglobin (fhb) was over 100.